Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent PICC placement under local anesthesia on (B)(6) 2020. On (B)(6), the patient received chemotherapy drugs of endoxan and epirubicin. When beginning injecting glucose and sodium chloride following the completion of the injection of the chemotherapy drugs, the operator found that the gauze covering the PICC insertion site was soaked and turned dark red. There was pink liquid in the transparent dressing. Infusion was therefore discontinued immediately. The arm circumference on the infusion side was measured at 29 cm, while the value for the left side was 27 cm. A PICC specialist nurse was notified, who found the insertion site was swollen to 11 * 8 cm and pulled the PICC out to the 36 cm scale. When testing by injecting normal saline, the operator found liquid leaking from the side wall of the catheter at the 36.5 cm scale. Trimmed the catheter and re-connected a connector for infusion. The PICC catheter was withdrawn on (B)(6) due to extravasation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the 4fr s/l groshong catheter was confirmed but the cause is unknown. The catheter was returned in two segments, with the separation being at the 36 cm depth marker. Both segments were assembled to a 2-piece groshong connector. The distal segment, containing the groshong valve, was patent to infusion and no leaks were detected in that segment. A spraying leak was found between the 36cm and 37cm depth marking on the proximal segment when it was flushed with water. Microscopic observation of the leak location revealed a short, circumferential split. Based on the event description and evaluation of the sample, possible contributing factors could include material fatigue, sharp instrument damage, and damage from the stylet. However, the exact root cause(s) could not be determined at this time.

Event description:
It was reported that this patient underwent PICC placement under local anesthesia on (B)(6) 2020. On (B)(6), the patient received chemotherapy drugs of endoxan and epirubicin. When beginning injecting glucose and sodium chloride following the completion of the injection of the chemotherapy drugs, the operator found that the gauze covering the PICC insertion site was soaked and turned dark red. There was pink liquid in the transparent dressing. Infusion was therefore discontinued immediately. The arm circumference on the infusion side was measured at 29 cm, while the value for the left side was 27 cm. A PICC specialist nurse was notified, who found the insertion site was swollen to 11 * 8 cm and pulled the PICC out to the 36 cm scale. When testing by injecting normal saline, the operator found liquid leaking from the side wall of the catheter at the 36.5 cm scale. Trimmed the catheter and re-connected a connector for infusion. The PICC catheter was withdrawn on september 14 due to extravasation.